Event description:
It was reported that this right atrial (ra) lead was an attempted lead. It was noted the lead was attempted to be placed three times and was unsuccessful. The physician elected to remove this lead and implant a new non-boston scientific lead successfully with no patient complications reported. This is all the information provided, and additional information has been requested. No adverse patient effects were reported. Received additional information the lead was attempted multiple times due to patient anatomy and the physician elected to use a non-boston scientific lead. The attempted lead will not return for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made, and the device will not return. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead was an attempted lead. It was noted the lead was attempted to be placed three times and was unsuccessful. The physician elected to remove this lead and implant a new non-boston scientific lead successfully with no patient complications reported. This is all the information provided, and additional information has been requested. No adverse patient effects were reported.